Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed image guideline display/coating pealing issue was found to likely be due to repetitive use stress/user handling and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a leak at tip with disconnection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the display of the image guide serpentine disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to a pinhole on the bending section cover, water tightness was lost. Indication on the connecting tube had an area disappear due to deterioration. Due to deformation of the control unit, water tightness was lost. Venting connector under grip was shaved due to a physical stress. The adhesive on the bending section cover had a chip due to deterioration. Due to wear of angle wire, bending angle in up direction does not meet the standard value as the angle wire became longer than normal. The bending tube had a dent due to physical stress. The control unit had a scratch due to deformation. The eyepiece was loose due to excessive handling stress. The eyepiece had a scratch due to deformation. The venting connector under grip was shaved due to deformation. The control unit had a discoloration due to deterioration. The connecting tube had a dent due to physical stress. The connecting tube had a scratch due to physical stress, and the connecting tube had a buckling due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.